Manufacturer narrative:
Results: the 5maxc appears to have a slight pinch approximately 6.0 cm from the distal tip. Also, a slight bump is visible approximately 9.0 cm from the distal tip. A 0.053" mandrel was introduced through the hub of the catheter. The mandrel advanced distally without an issue. Due to the visible damage the catheter is non-functional. Conclusion: the complaint has been evaluated. The complaint indicates that the 3maxc separated inside the body. After evaluating the returned product it appears that the 3maxc extrusion was stretched prior to being fractured. A 0.053" mandrel was inserted through the hub of the 5maxc and advanced distally without an issue. This verified that the 5maxc lumen was not collapsed. Therefore when inserting the 3maxc or psc032 the physician should not have encountered resistance. The case description stated a merci 3.0 firm was used as a stent retriever in the procedure. The merci device is not compatible with the penumbra reperfusion catheter, and should not have been advanced through one. This is because a merci device is of a cork screw shape and a penumbra reperfusion catheter has a tapered lumen. The incompatibility of a merci device being advanced in a 5maxc with a 3maxc coaxial likely caused the 3maxc to fracture. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00370.

Event description:
Patient was undergoing thrombectomy for cerebral infarction using the penumbra system. 5max and 3max reperfusion catheters were advanced to the top of the right ica. After initial aspiration a part of thrombus migrated to the right m1, and attempts to aspirate from here failed. A merci 3.0 firm was advanced through the 5max catheter and engaged the thrombus. The physician then penetrated the clot with the 3max and aspirated with the 5max. The merci 3.0 firm was again used on the thrombus and 3max was advanced to the m2. The physician subsequently pulled back the 3max and noticed it was separated into two pieces. The 3max was removed from the patient and was noted to be unraveled at the tip, with the distal portion visible in the body on angiograms. Physician tried to insert a penumbra reperfusion catheter 032 into the 5max but could not advance it. He then removed the 5max and placed a 054 and 032 reperfusion catheter and succeeded in aspirating the thrombus. After aspiration the distal tip of the 3max was retrieved with a snare. There was no adverse effect on the patient¿s health.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00370.